Manufacturer narrative:
Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that at the time of the event, angiography showed 60-70% in-stent restenosis of the proximal lad stent and a 95% ostial diagonal lesion with irregularities involving the circumflex. A repeat catheterization two days later showed a 90% mid lad lesion within the previously placed stent. Balloon angioplasty and placement of an unspecified drug eluting stent were performed at the mid lad. Thrombus aspiration was also performed in the lad. The 50% lesion ostial lesion of the diagonal was treated with two additional unspecified drug eluting stents placed in the diagonal. Timi 3 flow was present in the treated lesions and the patient was discharged.

Event description:
It was further reported that at the time of the index procedure, the patient had 60-70% in-stent restenosis of two previously placed drug eluting stents in the proximal and mid lad. Pre-dilation with a 3.0x50mm balloon and placement of one study stent in the mid lad was performed.

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient developed in-stent restenosis. The index procedure was performed due to in-stent restenosis. One 3.5x38mm taxus liberte stent was placed in the mid lad resulting in 0% residual stenosis with timi iii flow. The patient was discharged one day post procedure on clopidogrel and aspirin. In (B)(6) 2010 the patient presented with cardiac chest pain and was admitted. Catheterization revealed in-stent restenosis of the 3.5x38mm taxus liberte placed during the index procedure. An unspecified number of drug eluting stents were placed to treat the in-stent restenosis. The patient was also started on metoprolol and lisinopril. The event was resolved five days later and the patient was discharged. The investigator assessed the event as definitely related to the study device. The patient presented again five days post discharge with cardiac chest pain and a positive stress test. Cardiac catheterization showed all stents were patent with negative troponins and no EKG changes. The patient was again discharged after seven days. The investigator assessed the second episode of cardiac chest pain as not related to the study device.